Event description:
Bile duct stricture-procedure was to exchange 7fr double pigtail stent. On withdrawal of the wire the hydrophilic radiopaque tip detached from the rest of the wire and was left in the bile duct. Removal was done with the use of a retrieval basket. No harm to the patient.

Manufacturer narrative:
The manufacturing batch (DHR) review confirmed that the device met all material, assembly and performance specifications. We are initiating an in-depth investigation, including short and long term corrective and preventive actions. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.